Manufacturer narrative:
Associated device: fixation bolt 9x50 mm, catalog # 1320-5330, lot # k295009. A supplemental report will be submitted upon completion of the investigation.

Event description:
During surgery, when the surgeon was about to assemble the distal targeting device to g3 target arm, it was not possible to assemble it. The fixation bolt was not able to be inserted. Therefore the surgeon used the radiolucent drill to do distal screw hole drilling. There was no adverse consequence to the pt.